Event description:
It was reported to boston scientific corporation in 2008, that a polaris ultra stent set was used during a stenting procedure three days prior. According to the complainant, when unpacked, the device was found to be torn around 5cm from the proximal pigtail. The device seems to be cut by sharp object. Procedure completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Customer complaint of the stent being torn confirmed. A visual eval found that the stent was torn jaggedly in two. The pigtail straightener was found still on the stent. The suture had been removed and was not returned for eval. The tear in the stent was 10.8 centimeters from the proximal end. It appears that the suture was wrapped around the stent when an attempt was made to remove it from the stent and when it was pulled on, it tore through the stent body. A lot history search was performed and found no other complaints against lot number 11793659. A review of the device history record was performed and revealed no related issues to this complaint. The most probable root cause is handling damage due to the suture being removed.